Event description:
During a low anterior resection procedure, staples were malformed. The procedure was completed with hand suturing. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the instrument arrived in good visual condition and with a cartridge loaded on the instrument. He cartridge was returned void of staples. The instrument was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The instrument fired without any diffculties and the staples were not to have the proper b-form shape. Cartridge batch# y5f79z